Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in backup mode caused by an event queue overflow. The ICD was successfully restored. The patient was in stable condition.